Event description:
It was reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) the site was getting error 23118 on universal surgical manipulator (usm) 3. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two universal surgical manipulators (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.